Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their one touch verio iq meter had a power issue ¿ not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred on (B)(6) 2014 at 8 or 9am. The patient manages her diabetes with an insulin pump and self-treats three times a day. Approximately one week after the alleged issue occurred, the patient claimed she developed symptoms of a ¿need to urinate more often¿. The patient denied receiving any treatment. However, stated that ¿last week and this morning (B)(6) 2014 about 9am¿ she increased her dose of insulin by 10 units. At the time of troubleshooting the cca noted that there was no misuse of the product, there was a high frequency of testing and loss of charge was a recurring issue. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: based on the following information provided, the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.